Event description:
It was reported that during the service evaluation process the ball at the end of the pointer was found to be broken. There was no associated procedure, adverse consequences patient impact, or significant procedural delays associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during the service evaluation process the ball at the end of the pointer was found to be broken. There was no associated procedure, adverse consequences patient impact, or significant procedural delays associated with the event.